Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician was attempting to place a lead during a replacement procedure and was unable to advance the lead due to stenosis. The implant of the lead was aborted. It was reported the patient would be referred for a surgical lead placement. It was reported the ipg remained implanted.